Manufacturer narrative:
(B)(4): physio-control examined the customer's device but was unable to duplicate the reported failure. Physio downloaded the electronic patient record from the event for review and observed that the device gave multiple "connect electrodes" prompts throughout the event. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.the physio brand defibrillation electrodes were disposed of by the customer and, as a result, were not available for evaluation.the cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that during a resuscitation attempt their device did not recognize the electrodes that were attached to the patient. The unit prompted the end users to "connect electrodes." The end users were able to retrieve a backup device in approximately 30 seconds. They then used the backup device with the same quik-combo therapy cable and physio brand defibrillation electrodes that were attached to the first device and were able to continue with patient care. There were no adverse effects to the patient due to the reported failure. No further details about the patient, or the event, were provided.